Event description:
A home pt contacted baxter's technical service center for a check lines and bags message that appeared on the display of the homechoice machine during the prime cycle of her peritoneal dialysis therapy. Per initial report, the home pt was connected to the pt line of the homechoice set during the prime cycle. Baxter's technical center assisted the home pt in ending the therapy early. No pt injury or medial intervention was associated with this incident per the home pt.